Manufacturer narrative:
This event report was received through clinical data collection activities. Engineering evaluation noted that the patella loosening was likely the result of damage to the bond between the implant and the bone. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
Index surgery: (B)(6) 2017. Non-revision of patella component due to aseptic patella loosening. The case report form indicates this event is definitely related to device and possibly related to procedure.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Non-revision of patella component due to aseptic patella loosening. The case report form indicates this event is definitely related to device and possibly related to procedure.